Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to january of 2007. Philips field service engineer (fse) evaluated the system and the system logs. The scan was complete, so the gantry was idle, when an uncommanded gantry movement occurred. The logs indicated a backward_motion_error with a s_rmc_error_mco, which caused drives to open and is the probable cause of the noise. The motor controller senses a fault when there is uncommanded gantry motion, and opens the e-stop, which results in no couch motion possible. The customer turned the key switch to cycle the power and close the e-stop, which brought the system back to being operational making couch movement possible. The fse was unable to repeat the issue at the customer site. The fse checked for mechanical problems in the couch vertical mechanics and could not confirm an issue. The fse then performed spindleblok (sb) commissioning, which is a calibration for the main motor in the gantry. The fse checked the rotor profile before and after sb commissioning; the result plots show significant change before - out of spec - and after commissioning. On 03/30/2011, the spindleblok had been replaced, but no commissioning was done, as a note indicated it to not be required. The fse also updated the "h parameter" to reduce phase over-current errors and backward motion errors to reduce premature failures of sb motor controllers. The results after sb commissioning show the graph is now in spec near rotor stop. (B)(4).

Event description:
Philips received info from a customer site that after completing a pt scan and unloading the pt, there was suddenly an excessive noise, and the couch moved down slowly without any initiation by the operator. The customer recovered by opening and closing the key switch. There was no report of harm to pt or operator.